Manufacturer narrative:
Hospital said one tip broke off in cleaning in central processing and one tip broke off when being cleaned off during a procedure. Only one device was returned for evaluation. Visual inspection found the tip was bent from its normal shape. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and tube tore away due to fatigue or excessive force.

Event description:
Hospital reported tips of spatula electrodes are breaking off in use. Additional inquiry clarified one tip broke off in cleaning in central processing and one tip broke off when being cleaned off during a procedure. The tip did not come off while the device was in the patient. The breakage was reported to have occurred in seventh and ninth use.